Event description:
Additional information was received that approximately one year later the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted due to high threshold measurements and loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited an impedance measurement increase to greater than 3000 ohms one month earlier. The patient was brought into the clinic and the impedance measurement was noted to be 703 ohms upon initial interrogation. However when isometrics were performed the impedances measurements were greater than 3000 boston scientific technical services (ts) was consulted and discussed possible causes of an acute rise in pacing impedance measurements. Ts discussed the option of monitoring since thresholds and sensing were fine. The field representative noted a cause of the high out of range pacing impedance measurements was not determined and the physician did opt to continue to monitor the patient. The crt-d and lv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited an impedance measurement increase to greater than 3000 ohms one month earlier. The patient was brought into the clinic and the impedance measurement was noted to be 703 ohms upon initial interrogation. However when isometrics were performed the impedances measurements were greater than 3000 boston scientific technical services (ts) was consulted and discussed possible causes of an acute rise in pacing impedance measurements. Ts discussed the option of monitoring since thresholds and sensing were fine. The field representative noted a cause of the high out of range pacing impedance measurements was not determined and the physician did opt to continue to monitor the patient. The crt-d and lv lead remain in service and no adverse patient effects were reported.